Event description:
It was reported that the user awoke to find the ilet broken into two pieces with the screen separated from the rest of the device, rendering it unusable; the device had been synced prior to shutdown and the screen was not usable, with no injury reported, consistent with a device bonding failure involving the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem and a loss or failure of bonding associated with the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Investigation description: complaint confirmed. The display was found detached from the housing. The touchscreen was unresponsive. After inspecting the interior components, the display cable connector was also found damaged.